Event description:
The physician performed a right saphenous endovenous ablation on the patient. Ten days post-operative, the patient was diagnosed with a pulmonary embolism (pe). The patient was admitted to royal united hospital bath and was prescribed warfarin therapy for six months. The physician noted a short segment of thrombophlebitis in the long saphenous vein prior to commencement of the procedure, which is contraindicated by the instruction for use.

Manufacturer narrative:
The physician prescribed a single dose of clexane prophylaxis immediately post procedure, as well as a class ii compression stocking for 2 weeks. At the last follow up, the patient is doing well with no on-going respiratory symptoms. No device malfunction is associated with this event.